Event description:
It was reported, that a female patient underwent a revision surgery due to the nail fracturing 7 months post op.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.